Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: she need additional surgery.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pregnancy with contraceptive device ('pregnancy with contraceptive device'), premature labour ('pre-term labor') and premature delivery ('pre term delivery') in a 21-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included preterm labor, premature delivery, gravida, labour augmentation and parity 1. Concurrent conditions included breast reduction since (B)(6) 2015, neck pain since (B)(6) 2015, back pain since (B)(6) 2015, macromastia since (B)(6) 2015, epidural analgesia since (B)(6) 2004, bacterial vaginosis and vaginal flora imbalance. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premature labour (seriousness criteria medically significant and intervention required), premature delivery (seriousness criteria medically significant and intervention required), premature rupture of membranes ("pre-term premature rupture of membranes"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping),chronic"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia(heavymenstrual bleeding)"), psychological trauma ("psych injury") and urinary tract infection ("uti") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant.). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, premature labour, premature delivery, premature rupture of membranes, abdominal pain, dysmenorrhoea, female sexual dysfunction, menorrhagia, psychological trauma and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, dysmenorrhoea, female sexual dysfunction, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature delivery, premature labour, premature rupture of membranes, psychological trauma and urinary tract infection to be related to essure (ess205). The reporter commented: she need additional surgery. Discrepancy in essure insertion date: (B)(6) 2008 and removal dates : (B)(6) 2011. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received : following events were added : abdominal pain, dysmenorrhea(cramping),chronic, apareunia, menorrhagia(heavymenstrual bleeding), psych injury, uti, plaintiff did not undergo essure confirmation test. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy with contraceptive device"), premature labour ("pre-term labor") and premature delivery ("pre term delivery") in a 21-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included preterm labor, premature delivery, gravida, labour augmentation and parity 1. Concurrent conditions included epidural analgesia since (B)(6)2004, breast reduction since (B)(6)2015, neck pain since (B)(6)2015, back pain since (B)(6)2015 and macromastia since (B)(6)2015. In (B)(6)2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premature labour (seriousness criteria medically significant and intervention required), premature delivery (seriousness criteria medically significant and intervention required) and premature rupture of membranes ("pre-term premature rupture of membranes") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant.). Essure (ess205) was removed in (B)(6)2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, premature labour, premature delivery and premature rupture of membranes outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pelvic pain, pregnancy with contraceptive device, premature delivery, premature labour and premature rupture of membranes to be related to essure (ess205). The reporter commented: she need additional surgery. Most recent follow-up information incorporated above includes: on 26-feb-2019: mr received, events : pregnancy with contraceptive device, device ineffective, pre-term premature rupture of membranes, pre-term labor and delivery was added. Medical history and concomitant condition was added. Reporter information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.